Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned pressed down on two posts of the lens case base resulting in deformation of the iol. A significant amount of solution and what appears to be blood is dried on both surfaces of the optic and haptics. Both haptics are bent. The optic is bent, cracked/fractured and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "lens surface was scratched". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens (iol) implantation that the lens surface was scratched even though the lens was set in the cartridge without resistance. The surgery was completed during the initial procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).